Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt or complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.